Event description:
It was reported that: a pediatric nasogastric tube was being used as a nasal cannula to oxygenate a pt during a face lift procedure. The ng tube was put onto the pt's chest. The surgeon was using an electrosurgical device and noted that the draping and ng tube oxygen supply line caught fire. The fire was extinguished. The ng tube oxygen supply line was replaced and the cased was completed. The pt received 2nd degree burns to their chest and left arm. A scrub technician received two blisters on their hand.